Event description:
It was reported that there was a line going across the display of the blood glucose monitor. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in b(B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.